Event description:
In 2008, it was reported to boston scientific corporation that a prolieve thermodilitation system was used during a benign prostatic hyperplasia (bph) procedure four days prior. According to the complainant, during preparation of the rtm (rectal temperature monitor) sensor number three was twelve degrees higher than the rest. The procedure was not performed due to this issue. No patient complications were reported as a result of this event.

Manufacturer narrative:
The device has not been returned, therefore, a failure analysis is not available and we are not able to determine the relationship between this device and the cause for this event.